Event description:
It was reported at implant attempt, the lead was not pacing, and there was no capture at 10 volts. It was not used. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) no anomalies found. Full lead in segments. Visual inspection: it was noted that blood was observed in/on the helix/lobe mechanism.